Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a bad sensor alarm. When they removed the sensor, the cannula was missing. The sensor cannula broke. The customer checked everything and they could not find the cannula. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.